Event description:
It was reported that the customer received a temperature alarm at 75 degrees and was unable to clear the alarm. The customer reverted to alternate insulin therapy. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.